Event description:
Olympus (oj) was informed the customer single use, high-frequency resection electrode loop wire broke during transurethral resection in saline surgery. It was replaced with another electrode and the procedure was completed. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed the customer¿s reported issue, the broken ends of the electrode were melted in a ball/ spherical shape. No other defects were observed. The cause of the broken/melted loop is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the reported issue and damage are attributed to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.